Manufacturer narrative:
Product complaint # (B)(4). Corrected data: d2: common device name: catheter, thrombus retriever. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Complaint conclusion as reported by a healthcare professional, a 5x33cm embotrap ii revascularization device (et009533, 18k058av) would not advance proximal into the velocity 025 microcatheter. The embotrap was still attached when removed from the patient. The embotrap did not deploy in the microcatheter hub during removal. There was no patient injury reported. The procedure was successfully completed with the same microcatheter. Adequate and continuous flush was maintained through the catheter. The embotrap did not kink or bend at any time prior to the resistance/friction. When the embotrap was removed from the patient, there were no damages on any part of the device. The target site was the middle cerebral artery (m1). The initial examination of the return embotrap device identified deformation of the proximal struts (outer cage and inner channel) and confirmed deformation of the struts of the second floating crown segment but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the floating crowns of segment 2, and kinked proximal struts of both outer cage and inner channel, is indicative of excessive pushing of the device against resistance while in a partially expanded state. The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the outer diameter. The damage to the return embotrap device is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (a failure to maintain the insertion tool in a fully seated position whilst advancing the device); a constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. Device insertion and delivery assessments were performed using the return embotrap device and a sample velocity 025 microcatheter. The returned device was advanced from the insertion tool into the lumen of the velocity 025 microcatheter with no noted resistance and successfully advanced forward through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 8mm. Advancement was unsuccessful at a gap greater than 8mm, i.e. Incorrectly seated. The complaint indicated that a new device was successfully passed through the same microcatheter by the physician after the initial failure to deliver the offending embotrap device indicating that it is unlikely that a permanent construction or occlusion existed in the microcatheter hub. The most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. The reported event of ¿embotrap - impeded in mc without loss of cerebral target position¿ was confirmed. The return embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Although a visual examination of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation, the successful delivery/ deployment of the device through a velocity 025 microcatheter during evaluation of the returned embotrap product indicates that the most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, a 5x33cm embotrap ii revascularization device (et009533, 18k058av) would not advance proximal into the velocity 025 microcatheter. The embotrap was still attached when removed from the patient. The embotrap did not deploy in the microcatheter hub during removal. There was no patient injury reported. The procedure was successfully completed with the same microcatheter. Adequate and continuous flush was maintained through the catheter. The embotrap did not kink or bend at any time prior to the resistance/friction. When the embotrap was removed from the patient, there were no damages on any part of the device. The target site was the middle cerebral artery (m1). Based on the product analysis of the device, the inner channel was kinked and the outer cage was kinked.